Event description:
It was reported that the patient 's generator was replaced due to ifi=yes. The parents noted that the patient's device was at a low battery condition much sooner than they expected. The explanted generator was returned to the manufacturer for analysis however analysis has not been completed to date. No additional relevant information has been received to date.

Event description:
Generator analysis was completed on the returned generator. When received, the data was downloaded form the generator. A discrepancy was found between the battery's voltage and the percentage of battery capacity remaining. The device's battery voltage was seen in the downloaded data to be at 2.653 v indicating that greater than 75% of the battery has been consumed; however, it was measured that only 30.146% had been consumed. The suspect cause of the issue is due to contaminants on the printed circuit board due to the laser routing process.

Event description:
Additional analysis was performed on the device. During the analysis, the device did not pass several electrical tests. Contamination was observed on the trimmed edge of the printed circuit board assembly. Fine grit sandpaper was used to remove the contaminants, and the tests were repeated successfully. The contamination resulted in increased current consumption and may have been the contributing factor to the premature depletion.